Event description:
Patient was prepped and bronchoscopy started when it was discovered that only available cytology brushes expired 12 days prior to procedure. Expired product was sealed at time of discovery and physician notified. Decision made by physician that benefit outweighed risk to continue procedure with expired product.